Event description:
The lead has been returned for analysis.

Manufacturer narrative:
As of today no additional information is available and at this time, our investigation is complete. Should additional information become available, this report will be updated.

Manufacturer narrative:
The complete lead was returned for analysis. Set screw marks were noted on both terminal ends. Conductor coils were noted to have been deformed 252 millimeters from the terminal pin. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observations.

Event description:
Boston scientific received information that this right atrial (ra) lead was an attempted implant. The patient's pocket had to be reopened prior to leaving the operating room after displaying poor thresholds and undersensing. The lead had dislodged. A new active fix lead was implanted with good results. There were no additional adverse patient effects. The lead is to be returned.